Event description:
Complaint no: (B)(4), received on 12/27/2023; stored in-house, product compl: primary stability couldn't be "(B)(6)," country: us. Adverse event. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2). Ref reports: mw5160181, mw5160182, mw5160184, mw5160185.